Event description:
The customer received blood glucose readings of 187 and 248mg/dl on the contour next ez meter, re-tested on a different meter and the reading was in the range of 90-120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips and meter were sent to the customer